Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown/ not provided. Model number: unknown/not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as the lens remains implanted. Facility name, address: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was implanted in a female patient. The complaint patient is 9 months post-surgery. The patient is still complaining of halo & glare. It was learned that the patient¿s main concerns are starburst at night when driving which started immediately after surgery. Uncorrected distance visual acuity (ucdva) are 20/30 and patient also has mild posterior capsular opacification (pco). The doctor has tried ocular surface management. It was noted that iol exchange is being considered however, the doctor will be trying other options to try to resolve the issue first (i.e. Updated manifest refraction and spectacles, and brimonidine if needed, prior to night driving to see if this alleviates/improves the dysphotopsia). Patient is overall content with her vision during the day. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.